Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 1 failed and caused all drawers in the pyxis to become undetected on the bus. After main drawer 1 was unplugged, all other drawers came back online. Main drawer 1 remained unplugged and was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer was not detected on the bus and caused all other drawers to be undetected. A field service engineer unplugged the failed main drawer, replaced the drawer controller, configured the drawer, and tested the system in test mode with customer inventory. The system functioned as intended after the field service engineer repaired the device.